Event description:
The hosp reported that the blue plastic seal detached from the unit during an endoscopic saphenous vein harvesting procedure. No further info was provided by the hosp. The pt was retrieved without any further complications to the pt.